Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. (B)(6).

Event description:
Related manufacturer report number: 1627487-2022-05799. It was reported that the patient's leads had high impedances due to lead fracture. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.